Event description:
A peritoneal dialysis pt's wife has reported that dialysis solution is leaking out of the cassette and into the cycler. The pt's wife has reported that the pt had cloudy effluent on (B)(6) 2012. Multiple attempts have been made to obtain the pt's medical records, but have not received any to date. A sample is not available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.